Manufacturer narrative:
(B)(4). Concomitant medical products: persona femur cemented posterior stabilized (ps), catalog # 42500606601, lot # 62700410. Persona tibia cemented 5 degree stemmed, catalog # 42532006701, lot # 62758430. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2019-00057, 0001822565-2019-00862.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing pain in knee post operative. Attempt for further information has been made, but no further information has been provided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.